Event description:
The customer reported that the perfusionist was putting together a 4:1 cardioplegia pack before his case. (B)(6) noticed that when he tightened the high flow stopcock hub onto the plegiox the hub would back off very easily. The hub will snug up but if you put a little pressure on the hub to loosen it, it backs off with very little effort. It was also stated that the hot shot lever was very difficult to turn. The perfusionist did not want to break the lever so he replaced the entire 4:1 set.

Manufacturer narrative:
The component was received from the customer and it was confirmed that the lever was stuck in position. It was confirmed that the stopcock could not be tightened. Five stopcocks from current stock were examined for defect; there was no evidence of a defective stopcock among the 5. The complaint database was reviewed and no other complaint was found with the defect. The affected lure was tried on other connections and demonstrated the same issue with the locking nut. Other lots were examined for defective lure and a locking nut; no other lots contained the defect . The component was forwarded to germany where a complaint is to be opened to investigate this occurrence. No other info is available at this time. (B)(4).